Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coils to puncture the tubes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), gait disturbance ("I'm having hard time walking, moveing and go"), genital haemorrhage ("bleeding") and pelvic pain ("pain"). At the time of the report, the fallopian tube perforation, gait disturbance, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation, gait disturbance, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coils to puncture the tubes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), gait disturbance ("I'm having hard time walking, moving and go") and genital haemorrhage ("bleeding"). At the time of the report, the fallopian tube perforation, gait disturbance and genital haemorrhage outcome was unknown. The reporter considered fallopian tube perforation, gait disturbance and genital haemorrhage to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.